Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the lead was thoroughly inspected and analyzed. The lead body was twisted at the middle point of the lead. The helix was fully retracted with no sign of damage. The lead was determined to be electrically continuous. The clinical observations were not able to be confirmed.

Event description:
Subsequently the patient was seen for a revision procedure where the lead was explanted and replaced. The lead was returned for analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead displayed noise and oversensing which lead to inappropriate tachycardia therapy. A chest x-ray noted the lead to have dislodged. The patient had not yet undergone a revision procedure as they were being treated for another medical condition. There were no adverse patient effects reported. The lead remains in service.